Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 14 of 14 devices were returned for evaluation. Evaluation of 4 devices found normal chuck wear and the turbines needed to be replaced. The devices were repaired and returned to the customers. Evaluation of 9 devices found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers. Evaluation of 1 device found chuck wear and lack of maintenance. The device also lacked lubrication. The device was cleaned of debris and the turbine was replaced. The device was repaired and returned to the customer.

Event description:
This report summarizes <noe> 14 </noe> malfunction events. This report summarizes 14 malfunction events where midwest stylus plus handpieces would not hold dental burs. In 13 events, there were no injuries. In one event, a patient swallowed a dental bur, however no intervention was required.